Event description:
It was reported that multiple malfunction alarms occurred while the pump was connected to a power source. Customer's blood glucose level was about 160 mg/dl. Reportedly, the customer reverted to using humalog pens for insulin therapy.